Event description:
Customer reported issues with the insulin pump. Customer states that there is a beep anomaly and the insulin pump is alarming. Customer states that the insulin pump is not functioning accurately. The blood glucose reading is 270 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was programmed with the correct time and date and then monitored. No unexpected alarms were noted during testing. The alarm history screen was verified and no alarms were listed at those times. The insulin pump was monitored and no audio anomaly was noted during testing. The insulin pump passed the self test. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.